Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported, "patient w/prox. Humeral fx. Implanted phn. After a couple of weeks, the most proximal screw migrated into the join medially. Patient was revised.